Event description:
Health care provider in patient room when ventilator started screeching very loudly. Screen was flickering different colors, flashed error code--system failure in right upper corner of screen in red. Ventilator completely stopped working. Patient was bagged immediately and respiratory therapy paged stat.